Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that an a2079 mayfield infinity xr2 base unit was used on an unspecified procedure. The screw of the a2079 base unit broke. The device was in contact with the patient, however no patient injury was reported. There was a 60-minute surgery delay due to product problem. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. Visual inspection was conducted and confirmed that the returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads were broken off. A device history record (DHR) review cannot be performed at this time as a valid lot number was not provided. Integra life sciences thoroughly investigated the complaint event and the investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.